Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device exhibited a rate of battery depletion not as expected. The patient is reportedly three percent atrial paced and one hundred percent, ventricular paced; however the device had an implant duration of approximately four years with no significant episodes. During the most recent battery evaluation a few weeks prior, a remaining battery life of six months was observed and a replacement procedure scheduled for the end of the following month. No resulting adverse patient effects were reported and the unit is expected to be returned post explant for a laboratory longevity assessment.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device exhibited a rate of battery depletion not as expected. The patient is reportedly three percent atrial paced and one hundred percent, ventricular paced; however the device had an implant duration of approximately four years with no significant episodes. During the most recent battery evaluation a few weeks prior, a remaining battery life of six months was observed and a replacement procedure scheduled for the end of the following month. No resulting adverse patient effects were reported and the unit was returned post explant for a laboratory longevity assessment.